Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the insulin pump wasn't working. The keypad wasn't responding properly. The device had alarmed battery error, so she changed the battery and it alarmed battery out limit. Customer then was trying to set up the device and the numbers kept scrolling through, as if the buttons were stuck. Customer's blood glucose was unknown. Customer didn't recall any significant event which may have caused the keypad. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for further analysis. During troubleshooting for battery out limit the device alarmed button error.

Manufacturer narrative:
The insulin pump was received with normal operating currents no unexpected battery out limit alarm or battery error alarm during testing noted. The insulin pump received with intermittent button response and button error alarm due to corroded keypad traces. No numbers scrolling during testing noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.